Manufacturer narrative:
(B) (6). (B) (6). (B) (6). Result: unused samples from the reported lot number were tested for strength an ductility. The needles met specification. Conclusion: no device failure detected and the product is within specification.

Event description:
International customer reported that a needle broke during an unspecified procedure. No adverse pt consequences were reported.